Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -01.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Refractive surprise was observed, the lens was removed and exchanged on (B)(6) 2019 and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Device code 1494: off-label use (over 45yrs of age at date of implant, acd<3.0mm). Claim#: (B)(4).